Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device met all material specifications as received. The evaluation revealed torsional break on broken drill tip. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging and/or excessive force being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left lateral ankle stabilization procedure, the internal brace kit was opened and the 2.7 drill for 3.5mm anchor was being used over the k-wire. As the surgeon was drilling, the drill bit broke in a "blast" with metal shards landing in the sterile field and on the floor. A dental pick and irrigation were used to remove the metal fragments from the drill tunnel. After the case, an x-ray confirmed that all metal fragments were not retrieved from the patient. A fragment could be seen on the patient's film, inside the drill tunnel.